Event description:
It was reported that during use on patient, intra-aortic balloon (iab) has alarm, fiber optic sensor failure.

Manufacturer narrative:
The product has been returned to the manufacturer, but an investigation is pending. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record ID (B)(4)

Event description:
It was reported that during use on patient, intra-aortic balloon (iab) has alarm, fiber optic sensor failure. Bryan, an ICU rn, called for guidance on the correct placement of the distal marker of a fiber-optic balloon catheter, as this was his first time caring for a patient with an iabp. He reported decreased urinary output over the past few hours and noted that the previous chest x-ray, taken around 6 pm, showed the distal marker between the second and third intercostal space. No patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: b5, d4 (version or model), d7a, revert d4 (serial) section to blank. The esp representative recommended obtaining a new chest x-ray due to the change in urinary output. A screenshot of the iabp monitor revealed appropriate waveforms and blood pressure indices, but it was noticed the pump was using the transducer as the arterial pressure source. (B)(6) was unsure why this was the case. The esp representative instructed him to insert the fiber optic cable, which triggered a fiber optic sensor failure alarm. It was explained that a biohazard kit would be sent for the device return. Based on the root cause, the issue appears to be fiber optic sensor failure, which prevented the pump from using the fiber optic signal as the arterial pressure source, resulting in reliance on the transducer and requiring troubleshooting and product return. It is impossible to determine a root cause since the device was not returned for evaluation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 (type of investigation).